Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. As received, the rear response button switch was damaged and the rear response button cover was missing. The root cause of the damaged switch cannot be positively identified. The root cause for the missing response button cover is physical damage. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the response buttons were non-functional.